Event description:
It is reporting that the patient is experiencing pain.

Manufacturer narrative:
A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The surgeon reported that x-rays did not reveal anything significant and a revision is in discussion. A definitive root cause cannot be determined with the information provided. Device history records were reviewed and no deviations or anomalies were found.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - nexgen tm patellar component, catalog#: 00587806532, lot#: 62345103. Psi persona cr pin guide, catalog#: 00597000025, lot#: 56562158. Cruciate retaining tm femur, catalog#: 42502206202, lot#: 62380068. Cruciate retaining articular surface fixed bearing, catalog#: 42522000513, lot#: 62277113. Complaint sample was evaluated and the reported event was confirmed. It was noted that the pegs were cut. Also noted there was gauging on the surface of the tibial component and foreign material on the rear side. From the information provided, it was noted to be stated there was movement in the patient's knee joint and would require revision. Review of the initial surgery operation notes revealed no deviations from expected surgical technique. From revision surgery operative notes it was noted that the femoral and patellar components were in excellent condition, therefore left alone. There was no comment on tibial loosening to contradict the alleged deficiency. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Based on the updated information, the root cause for this event is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's knee arthroplasty was revised due to pain, clicking, and loosening. No further information has been provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that it is now know that the patient underwent a revision due to pain.

Manufacturer narrative:
This report is being amended to reflect changes. Office visit notes dated (B)(6) 2015 indicate that a review of the imaging studies found the knee components to be in satisfactory position and alignment. Reported information indicates that the tibial component was found to be well fixed during the revision surgery. A product history search identified no other complaints for the part and lot combination of the tibial component. A definitive root cause cannot be determined with the information provided.